Manufacturer narrative:
The g5 system is associated with product code pqf. Product code pqf is not currently available. (B)(4).

Event description:
Dexcom was made aware on 01/26/2017 that on (B)(6) 2016, there was a problem with the transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported problem with the transmitter was confirmed via data. A root cause could not be determined.